Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they cannot get their implanted neurostimulator(ins) to charge well since about a month ago or longer. Pt said they could not get their ins to charge at all yesterday. Pt got messages on their controller. Pt said they got "unable to recharge" when attempting to charge their ins; pt repositioned the recharger antenna (rtm), but was still unable to charge their ins. Pt got "batteries low: recharge the controller" when attempting to charge the ins even though the controller was at 80% charge. Pt said they had entered passive recharge mode several times and were able to advance out of passive recharge mode and charge their ins, but yesterday, the pt could not advance out of passive recharge mode and got "all 0's" in passive recharge mode. Pt said they also got a "software problem" on one occasion. During the call, the pt did not notice any damage to the recharger telemetry module (rtm) plug and cord, but did say one of the controller pins look "lower than the rest" slightly, but pt was unsure. Pt said rtm got warm, but not hot while charging the ins.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) s/n (B)(6), revealed "no device found" message and "get manufacture struct command and response/osiris error!" Message were seen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.